Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. Customer reported the incorrect time may have been due to use error and corrected the time. Customer's blood glucose level was 194 mg/dl.